Manufacturer narrative:
A representative of (B)(6) called and explained the facility was taking full responsibility for the incident and indicated they realized the resident suffered an injury that was not related to the device malfunctioning in any way. There will be no further investigation or corrective action into this matter due to the facilities acknowledgement of the incident not resulting from a malfunction of the device.

Event description:
A male resident of (B)(6) who suffers from dementia started messing with a medcare floor lift and when he lifted the boom up, he put a finger on the top outside of the boom support, then dropped the boom on his finger. He severely cut his finger which requiered medical attention for stitches. No further injuries or prolonged hospital stay was needed.